Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation with grade of 4. It was noted that visualization was difficult due to the patient's anatomy. The clip delivery system (cds) was advanced in the patient anatomy. When the m knob was applied, the cds would not rotate properly. M knob was removed, and the clip could rotate but seemed to bend anteriorly and posteriorly (would not move from 7-5 o'clock but would move 12-6 o'clock). The cds was removed from the patient and replaced. The procedure was complete with two clips implanted reducing mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution and sleeve steering issue appear to be related to patient morphology/ pathology. There is no indication of a product issue with respect to manufacture, design or labeling.